Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4).

Event description:
It was reported that the patient with this pacemaker had a grayish pocket discoloration. It was also noted that the patient had a very thin skin. The physician performed a pocket revision and placed the device in the subpectoral. The device remains in service. No additional adverse patient effects were reported.